Manufacturer narrative:
He device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 , the reporter contacted animas, alleging a cgm (dex 007) issue. It was reported that the ant icon appeared in place of cgm readings for more than three hours while the cgm was in range there was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user missing their blood glucose (bg) trending and failing to react to any potential bg excursions.

Manufacturer narrative:
The serial number for the reported device has been updated. Serial #: (B)(4).

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 07/14/2017 with the following findings: the complaint could not be duplicated or confirmed with investigation. The continuous glucose management (cgm) transmitter successfully paired with a test pump and was able to calibrate appropriately. The transmitter and test pump were exercised successfully and performed within specification; no issues or alarms were experienced. The cgm¿s blood glucose reading accuracy was found to be within specification.